Event description:
The transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury.

Manufacturer narrative:
(B)(4).